Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) and unexpected error message due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and it was turned off. The blood glucose level was 123 mg/dl at the time of incident. Customer stated that they were able to clear the alarm but did not receive request to rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.